Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and external ram crc error and experienced high blood glucose level. The patient¿s blood glucose level was 400 mg/dl. Customer declined troubleshoot for high blood level. Troubleshoot was performed for unspecified alarm and customer stated that alarm received was unexpected restart and external ram crc error and alarm occurred during the rewind/prime sequence. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The product was returned for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart error alarm, external ram crc error alarm or unexpected time/date reset anomaly noted. Pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window, stained end cap sticker and stained address/serial number label.